Event description:
It was reportedthat during a ptca procedure, the shaft of the meverick2 monorail balloon catheter broke. The 80% stenotic lesion being treated was located in the moderately tortuous and heavy calcified left anterior descending artery (lad). The maverick2 balloon was intended for predilation. Resistance was noted upon insertion of the maverick2 monorail balloon catheter, and when the physician pushed the catheter into the lad, the proximal shaft kinked and then broke. The maverick2 balloon catheter was retrieved without incident, and the procedure was completed with another device. No patient complications were reported, and patient status was reported as 'good'.